Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 500mg/dl with trace ketones and polydipsia, associated with inaccurate delivery. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), further information on the inaccurate delivery issue was unable to be provided. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an unspecified inaccurate delivery issue.